Event description:
Literature reference: j letard, et al. Wireless esophageal ph monitoring: technical aspect. Acta endoscopica 2006; 36(2): 163-165. The article discusses the results of twenty-two patients who were implanted between march 2005 and september 2005 with telemetric capsule. The patient experienced moderate transitory (<72 hours) dysphasia. After the capsule was implanted, a slender piece of transparent plastic, 1 cm long and 1.5 mm wide, was visualized when the carrier system was withdrawn. The piece was removed using a forceps.

Manufacturer narrative:
This report is being submitted following an internal audit.